Event description:
It was perceived that the foil pouch packaging had pin holes after implantation of the tibial component. The surgeon immediately explanted the device, and implanted a different component due to the potential for compromised sterility.

Manufacturer narrative:
Results - the investigation into this issue concluded that the perceived pin holes were actually foil voids in one of several layers of the pouch design. The intact layers are clear in color, therefore, deceiving the observer. Testing of the dual pouches used to package the device shows that the sterile barrier was still intact.